Event description:
It was reported that, during a pfa surgery, the inner gold for the bone pins broke off from the pin driver when the surgeon began putting in the bone pins. The issue was resolved, without any delay, by chuking up each individual bone pin to the drill for both insertion and removal from the bone. The patient was not harmed.

Manufacturer narrative:
H10: h3, h6: the reported device, used for treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events. The user's manual released at the time of the complaint states on page 15 that provides instructions on the administrative and preoperative procedures. It states that "smith & nephew recommends a minimum of two sterilization kits be obtained for each procedure in the event that any parts malfunction or become damaged during the procedure." It also has a warning which states:" a full traditional surgical instrumentation tray for the chosen implant should be available during every system use to manually implant the prosthesis in the event of system failure." We were not able to confirm the reported event as no part was returned for evaluation. Contributing factors are related to a design deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw.

Manufacturer narrative:
H10 roi updated: the reported device, used for treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified 9 prior similar events. This failure mode is identified within the risk assessment. The user's manual released at the time of the complaint states on page 15 that provides instructions on the administrative and preoperative procedures. It states that "smith & nephew recommends a minimum of two sterilization kits be obtained for each procedure in the event that any parts malfunction or become damaged during the procedure." It also has a warning which states:" a full traditional surgical instrumentation tray for the chosen implant should be available during every system use to manually implant the prosthesis in the event of system failure." We were not able to confirm the reported event as no part was returned for evaluation. Contributing factors are related to a design deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw.